Event description:
Pt had an inguinal hernia repair performed on (B)(6) 2004 at which time a perfix plug repair was performed on the right side as well as the left side at another hospital. Pt presented to the (B)(6) in (B)(6) 2013 with complaints of swelling and pain in the right groin. A CT scan showed an abscess. Abscess was drained on (B)(6) 2013. A small bowel enterocutaneous fistula was identified on (B)(6) 2013 and he underwent excision of the perfix plug and repair of adherent mid-ileum small bowel on (B)(6) 2013 at which time a enterocutaneous fistula from the mid-ileum to the perfex plug was diagnosed. The plug was noted to be protruding into the abdominal cavity.